Manufacturer narrative:
D9: 6/3/2025. One device was received for evaluation. Visual and functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause is the delaminated downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a cassette not attached error. No patient involvement was reported.